Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed, and the cause is determined to be use-related. The device returned consists of a white hickman/broviac-style luer adaptor and a segment of broviac tubing including the clamping sleeve and a small segment of the strengthening sheath. Visual observation found that at the proximal end of the tubing the small inner tubing protruded just slightly from the strengthening sheath, which in turn was protruding from the clamping sleeve. A well-defined circumferential impression (the crimp mark) was present approximately 4 mm from the proximal end of the clamping sleeve. A stem of small diameter and two barbs extended out distally from the hub. Functional testing noted resistance during infusion and then an aneurysm developed in the clamping sleeve within the clamping sleeve. The clamping sleeve was cut distal to the aneurysm after flushing, and the sleeve bisected. Red use residue, apparently blood, was then found between the outer layer and the middle layer. A full break was found through both the middle and inner tubes just distal to the crimp mark. When the distal end of the luer hub was aligned with the crimping mark, the break was found to correspond with the distal end of the internal stem. Radial breaks in the innermost tubing and irregularity and granularity noted on different parts of the break surfaces are suggestive of a tearing failure mode, with characteristics of compression and rubbing/polishing. In addition, tactual evaluation noted tensile weakness in the returned catheter segment. These characteristics suggest that the distal tip of the internal luer hub stem was compressed against the internal tubing, causing deformation and breakage of the two innermost tubes. This resulted in an aneurysm of the outer tubing when flushing was attempted. Known causes of this kind of damage near the hub include clamping proximal to the designated area on the clamping sleeve. Tensile weakness in the catheter segment returned suggests that the device was subjected to tensile stress. The tubing breakage identified may therefore be related to application of excessive tensile forces, including those which may cause rubbing of the stem against the tubing. The detachment of the hub is also believed to be the result of tensile forces, possibly related to the other damage identified. This may also have occurred after use. The IFU states: ¿apply the cover dressing (tape or transparent dressing) following the directions in the package as well as instructions from your doctor or nurse. Coil the catheter, check to see that it is not kinked or pinched, and secure it to the chest or dressing with tape. This will prevent pulling of the catheter at the exit site and decrease irritation.¿ ¿selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: use only smooth-edged clamps. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. Follow the directions of your doctor or nurse regarding when to clamp.¿ the IFU also contains a diagram showing where not to clamp. A lot history review (lhr) of reaq0458 showed two other similar product complaints from this lot number.

Event description:
It was reported by the facility that the catheter was broken right at the "fat part" of the line. No other information was reported.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq0458 showed two other similar product complaints from this lot number.

Event description:
It was reported by the facility that the catheter was broken right at the "fat part" of the line. No other information was reported.